Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override and patient data was behind by an hour. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override. The technical support specialist (tss) identified that while troubleshooting another case, the customer encountered a prompt on the es application server that caused an unexpected reboot. Post-reboot, the user did not verify that all services restarted, leaving the inbound processors service down for about an hour. Tss manually started the service, and message processing resumed normally. Although interface delay notices appeared in hsv initially, that was cleared on their own, with only old notices remaining for likely decommissioned interfaces. The server is now functioning normally. Tss started the service manually and confirmed that the stations and servers were communicating and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.